Event description:
It was reported that the patient underwent a lead revision procedure due to lead migration and loss of coverage. The physician replaced both leads and the patient was doing well post-operatively. The explanted leads were not returned.

Manufacturer narrative:
Investigation summary: based on the available information, boston scientific has determined that the loss of coverage was most likely due to lead migration. Lead migration is a known inherent risk with the use of the lead, as documented in the instructions for use (IFU). Device technical analysis analysis of lead sc-2317-70 serial (B)(6) revealed that the device was cleanly cut and the distal portion was not returned. No anomalies were identified on the lead aside from the clean-cut. The damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Lead sc-2317-70 serial (B)(6) was not returned to the laboratory, therefore a technical analysis could not be performed. Investigation conclusion: with all the available information, boston scientific engineers determined that lead migration is a known inherent risk associated with use of the device. Product labeling states that lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is one of the possible risks of implanting the device as part of a system to deliver spinal cord stimulation. No anomalies were noted on the returned lead other than the clean-cut which is a result of a typical explant procedure. The labeling review revealed that the loss of coverage is a result of lead migration.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7072413.

Event description:
It was reported that the patient underwent a lead revision procedure due to lead migration and loss of coverage. The physician replaced both leads and the patient was doing well post-operatively. The explanted leads were not returned.